Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip was fed into the jaws sideways at the 1st firing when the device fired for functionality out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the device found that it was received with a malformed clip jammed in jaws and fed sideways; this condition prevented the device from proper feeding of the clips. In addition the jaws were noted to be misaligned. In an attempt to replicate the reported incident, the clip was removed and the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 7 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.